Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was unknown mg/dl at the time of event. It was unknown whether customer used auto mode at the time of the event. Troubleshooting for the customer¿s low blood glucose was declined. The device will not be returned for analysis. No further customer complications were reported.